Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Procode is krd/hcg. The phone and email address of the initial reporter are not available / reported. (B)(4). [Conclusion]: it was reported via the sterling study, the (B)(6)-year-old female patient with a history of headaches, controlled hypertension, graves¿ disease, prolactinoma, and intracranial aneurysm underwent coil embolization of a posterior communicating artery aneurysm on (B)(6) 2020. Immediate pre-procedure angiography on (B)(6) 2019 revealed an anterior circulation aneurysm on the left sidewall of the posterior communicating artery. The unruptured aneurysm had the following dimensions: height 4.8mm, dome 4.8mm, maximum aneurysm diameter 5.6mm, neck size 3.1mm, and dome-to-neck ratio 1.5mm. The parent vessel diameter was 3.5mm. The case report form (crf) documented that the following coils were implanted in the target aneurysm via the sl-10® microcatheter (stryker): a 5mm x 15cm galaxy g3 (gly120515 / l12100), a 3mm x 8cm galaxy g3 mini (glm930080 / l13613), and a 2mm x 3cm galaxy g3 mini (glm920030 / l13822). During the positioning of the third coil, the 2mm x 3mm galaxy g3 coil (glm920030 / l13822), status post successful placement of the two previous coils, the coil prematurely detached and herniated into the parent vessel. The coil did not unravel nor stretch before becoming prematurely detached from the detachment zone. The issue occurred during the positioning of the coil for detachment. There was no difficulty positioning the coil in the aneurysm sac, the issue was with catheter back-out. The coil herniated into the parent vessel during positioning, prior to detachment; no detachment attempt has been made at this point. Entanglement with previously placed coils was ruled out as a contributing factor to the reported issue. The coil herniation did not result in restriction of blood flow nor thrombosis. The complaint coil did not appear damage prior to use. A continuous flush was maintained through the concomitant sl-10® microcatheter. There was no unusual resistance or friction encountered while advancing the coil through the microcatheter. The procedure was completed using the same sl-10® microcatheter. An attempt was made to reposition the microcatheter over the coil, but too much of the coil had herniated. A one-to-one relationship between coil and delivery system was verified with fluoroscopy prior to repositioning. The coil was not positioned at a relatively sharp angle to the concomitant microcatheter. A transform® balloon catheter (stryker) was inflated to oppose the coil mass alog the parent vessel wall. The microcatheter was pulled own into the proximal internal carotid artery. The coiling wire was then removed. An aristotle® 14 guidewire (scientia vascular) was then re-advanced into the sl-10 microcatheter and used to catheterize the left middle cerebral artery. A weight-based bolus of integrilin was administered and the patient was then placed on a continuous infusion. The aristotle 14 guidewire was then removed. A 4.5mm x 21mm neuroform atlas® stent (stryker) was advanced into the sl-10 microcatheter and deployed across the aneurysm neck to oppose the protruding coil mass along the wall of the vessel at its lumen while simultaneously deflating the transform balloon catheter. Once complete, the transform balloon and the sl-10 microcatheter were removed from the guide catheter. Heparin was administered during the procedure. The principal investigator opined that the treatment of the target aneurysm was considered complete with a modified raymond-roy score of class ii: residual neck (persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac) and angiosuite packing density of 29%. There was no reported intraoperative aneurysm rupture or thromboembolic event. The patient was discharged home with self-care with modified rankin scale (mrs) score of 0. The crf documented that the 2mm x 6cm galaxy g3 mini (glm920060 / l14858) coil was opened, but not used. Additional information provided confirmed there was no malfunction or performance issue associated with this coil. The accompanying operative note was reviewed. The (B)(6)-year-old female with a past medical history of hypertension, prediabetes, depression, thyroid nodule, graves' disease, thyrotoxicosis, unruptured left internal carotid artery aneurysm of the posterior communicating artery segment and a small left middle cerebral artery aneurysm. She initially presented with headache and back pain on (B)(6) 2020. Subarachnoid hemorrhage was ruled out with the negative lumbar puncture and negative imaging. The patient was discharged and followed in the outpatient setting. After discussion in regard to her left posterior commuting artery aneurysm, it was determined that she would benefit from endovascular embolization. A single wall puncture of the right radial artery was performed, and a 5/6 french slender sheath was inserted into radial artery. A spasmolytic/anticoagulant cocktail (2.5 mg verapamil, 3000 units heparin, 100 mcg nitroglycerin) was slowly administered through the sidearm of the sheath to minimize radial spasm and ensure vessel patency during and after the procedure. A transform balloon microcatheter was advanced over a synchro-14 standard microwire, under fluoroscopic guidance, traversing the neck of the aneurysm and used to access the left middle cerebral artery. The balloon was allowed to remain deflated. Once completed, a 45-degree sl-10 microcatheter was advanced into the guide catheter over an aristotle 14 microwire and under fluoroscopic guidance and careful micro-guidewire manipulation, was used to catheterize the aneurysm with the balloon inflated temporarily as a backboard for the catheter. Coiling of the aneurysm was subsequently performed without the balloon deflated. Upon each successful coil advancement, an angiographic run through the existing guide catheter was obtained prior to coil detachment. The following coils were deployed: 5mm x 15cm galaxy g3 and 3mm x 8cm galaxy g3 mini. During the attempted coiling of the 2mm x 3cm galaxy g3 mini, the coil appeared to herniate into the parent vessel after being prematurely detached. The transform balloon microcatheter was inflated to oppose the coil mass along the wall the parent vessel. The microcatheter was pulled down into the proximal internal carotid artery. The coiling wire was then removed. An aristotle 14 was then re-advanced into the sl-10 and used to catheterize the left middle cerebral artery. A weight-based bolus of integrilin was administered and the patient was then placed on a continuous infusion. The aristotle 14 guidewire was then removed. A 4.5mm x 21mm neuroform atlas (stryker) stent was then advanced into the sl-10 and deployed across the neck of the aneurysm to oppose the protruding coil mass along the wall of the vessel at its lumen while simultaneously deflating the balloon. Once complete, the transform and sl-10 were removed from the guide catheter. The patient was then loaded with 600 mg of aspirin via rectum. A final follow-up angiogram through the existing catheter was performed which demonstrated no sign of distal thromboembolism or any untoward recurrence. A follow-up angiogram through the existing catheter of the cervical carotid vasculature was performed which demonstrated no sign of intimal injury dissection or untoward occurrence. The patient was transferred out of the angio suite, without signs of hematoma, hemorrhage, or loss of distal pulses. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (l13822) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Positioning difficulty, premature detachment, and coil protrusion into parent vessel are known potential complications associated with the use of embolic coils in endovascular embolization of intracranial aneurysms. According to the device instructions for use (IFU), if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the device positioning unit (dpu) wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. The IFU also cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of premature detachment. Review of the available information does not allow for an exact determination of root cause; however, there are clinical and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported via the (B)(6) study, the (B)(6)-year-old female patient with a history of headaches, controlled hypertension, graves¿ disease, prolactinoma, and intracranial aneurysm underwent coil embolization of a posterior communicating artery aneurysm on (B)(6) 2020. Immediate pre-procedure angiography on (B)(6) 2019 revealed an anterior circulation aneurysm on the left sidewall of the posterior communicating artery. The unruptured aneurysm had the following dimensions: height 4.8mm, dome 4.8mm, maximum aneurysm diameter 5.6mm, neck size 3.1mm, and dome-to-neck ratio 1.5mm. The parent vessel diameter was 3.5mm. The case report form (crf) documented that the following coils were implanted in the target aneurysm via the sl-10® microcatheter (stryker): a 5mm x 15cm galaxy g3 (gly120515 / l12100), a 3mm x 8cm galaxy g3 mini (glm930080 / l13613), and a 2mm x 3cm galaxy g3 mini (glm920030 / l13822). During the positioning of the third coil, the 2mm x 3mm galaxy g3 coil (glm920030 / l13822), status post successful placement of the two previous coils, the coil prematurely detached and herniated into the parent vessel. The coil did not unravel nor stretch before becoming prematurely detached from the detachment zone. The issue occurred during the positioning of the coil for detachment. There was no difficulty positioning the coil in the aneurysm sac, the issue was with catheter back-out. The coil herniated into the parent vessel during positioning, prior to detachment; no detachment attempt has been made at this point. Entanglement with previously placed coils was ruled out as a contributing factor to the reported issue. The coil herniation did not result in restriction of blood flow nor thrombosis. The complaint coil did not appear damage prior to use. A continuous flush was maintained through the concomitant sl-10® microcatheter. There was no unusual resistance or friction encountered while advancing the coil through the microcatheter. The procedure was completed using the same sl-10® microcatheter. An attempt was made to reposition the microcatheter over the coil, but too much of the coil had herniated. A one-to-one relationship between coil and delivery system was verified with fluoroscopy prior to repositioning. The coil was not positioned at a relatively sharp angle to the concomitant microcatheter. A transform® balloon catheter (stryker) was inflated to oppose the coil mass alog the parent vessel wall. The microcatheter was pulled own into the proximal internal carotid artery. The coiling wire was then removed. An aristotle® 14 guidewire (scientia vascular) was then re-advanced into the sl-10 microcatheter and used to catheterize the left middle cerebral artery. A weight-based bolus of integrilin was administered and the patient was then placed on a continuous infusion. The aristotle 14 guidewire was then removed. A 4.5mm x 21mm neuroform atlas® stent (stryker) was advanced into the sl-10 microcatheter and deployed across the aneurysm neck to oppose the protruding coil mass along the wall of the vessel at its lumen while simultaneously deflating the transform balloon catheter. Once complete, the transform balloon and the sl-10 microcatheter were removed from the guide catheter. Heparin was administered during the procedure. The principal investigator opined that the treatment of the target aneurysm was considered complete with a modified raymond-roy score of class ii: residual neck (persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac) and angiosuite packing density of 29%. There was no reported intraoperative aneurysm rupture or thromboembolic event. The patient was discharged home with self-care with modified rankin scale (mrs) score of 0. The crf documented that the 2mm x 6cm galaxy g3 mini (glm920060 / l14858) coil was opened, but not used. Additional information provided confirmed there was no malfunction or performance issue associated with this coil.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the additional event information received on 25-apr-2022 and to make a correction. [Additional information]: on 25-apr-2022, modified information was received. There is no new information that alters the previous file type determination, coding, reportability determinations and/or the processing of the file. The modified information prompted the addition of the implantation date that was not included in the initial 3500a medwatch report. Corrected section: d.6.a. Updated sections: b.4, d.6.a, g.3, g.6, h.2, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. 6a. Implantation month: jun 6a. Implantation day: 19. 6a. Implantation year: 2020.